Manufacturer narrative:
The returned device was inspected and confirmed to be fractured at the threaded inner tip. Device history records were reviewed for for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed for this lot and two similar complaints were identified. It is possible that the driver experienced excessive torque. The ozark surgical technique indicates that the driver must be used with a 12 inch/pounds torque limiting handle. If the instrument is subjected to a force greater than 12 inch/pounds, then it may result in device damage. Additional information regarding the surgeon's technique was requested multiple times but not provided. Because of this, the root cause of this event cannot be determined conclusively.

Event description:
A company representative reported that an ozark screwdriver broke during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that an ozark screwdriver broke during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.